Event description:
It is reported that the pt is experiencing pain and loosening.

Manufacturer narrative:
The info provided on this form was previously submitted under manufacturing report number 1822565-2014-00098. This report will be amended when our investigation is complete.